Manufacturer narrative:
Device has not yet been returned and investigation is ongoing at the time of this report. A follow up report will be submitted. Nxstage medical considers this report closed. No additional info will be provided.

Event description:
During a routine hemodialysis treatment, pt started to feel bad and blood pressure decreased, a 650cc bolus of saline was administered. Pt pre-weight was (B)(6). Post-weight (B)(6). On the prior day, the pt's pre-weight was (B)(6). Post-weight (B)(6). Uf goal (B)(6). The pt's established dry weight is (B)(6). No other medical intervention was reported.